Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was received, but does not reflect full investigation window. The reported issue was unable to be determined. The probable cause could not be determined. No additional patient or event information is available.